Event description:
Pt in CT to have marker placed in lung mass to be used in cyberknife treatment. The fiducial marker 22-gauge needle was advanced under CT guidance into the lung mass, and the marker was deployed. The needle was removed. Post placement imaging showed that the marker had withdrawn with the needle into the soft tissues of the paraspinal muscles. A new marker was placed w/o difficulty. The needles/markers come pre-packaged and do not require set up. It is felt that the needle/marker and the needle "pusher" were not aligned properly, prior to packaging, thus causing the "pusher" to pull the needle/marker back out.